Event description:
It was reported that when the tech went to deploy the angio-seal device, the upper portion of the device pulled apart in his right hand. The tech then pushed the sheath containing the anchor, collagen and tamping rod (tube) into the common femoral artery. The pt went to surgery to remove the collagen plug, anchor and tamping rod. The pt was reported to be in good condition.

Manufacturer narrative:
One of the following 6f angio-seal vip component was received for eval: hemostasis sheath and detached tubing segment, carrier tube assembly and detached tubing segment, and a suture, collagen, anchor, tamper tube were received for eval. The guidewire and locator were also returned. The locking receptacle edges were bent proximally, consistent with forcible detachment of the deployment sleeve from the hemostasis cap. The sheath tubing was in two pieces: the detached segment was 4.80 inches in length, slit down its entire length. The mating ends of the sheath tubing (attached distal, detached proximal) had damage consistent with cutting. The deployment sleeve was in the retracted/detent position upon receipt. However, the device cap locking receptacles and corresponding (proximal) locking tabs were damaged, consistent with the mechanical collapse necessary to move the sleeve out of the rear-lock position. No damage was noted to the distal deployment sleeve tabs used to lock the sleeve to the hemostasis cap. The carrier tube was in two pieces: the detached segment was 4.54 inches in length, slit down its entire length. The mating ends of the carrier tube (attached distal, detached proximal) had damage consistent with cutting. In addition, a portion of the attached carrier tube distal end was displaced outward, consistent with forcible contact from the interior. The collagen was in a compact mass, wrapped around the anchor; both were tightly secured together with the suture. The suture proximal end had strands that were tight and even, consistent with cutting. The clear heat shrink and tamper tube had damage consistent with mechanical grasping; no other anomalies were noted. The bypass tube was removed for visual inspection of the hemostasis sheath, and then reinstalled for functional testing. The carrier tube assembly was inserted into the hemostasis sheath to the full forward-lock position; positive engagement was verified, and a distinct "click" was heart. The carrier tube assembly was then moved to the full rear-lock position, positive engagement was verified; and a distinct "click" was heard. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. No anomalies were noted in the locking operation of any component. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-inseriton of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.